Event description:
It was reported, when inserting groshong PICC (model: 7717405) catheter, after the catheter was sent to the blood vessel, blood was drawn back through the catheter and the catheter was pulse-flushed, and it was found that there was trachoma leakage 50cm away from the catheter. The customer was worried that the catheter had quality problems and asked the agent to advance a set and re-insert it. After receiving the notification and understanding the situation, the customer reported that no other sharp objects had damaged the catheter. When the catheter was pre-flushed, the integrity of the catheter was not carefully checked, and this situation was only discovered after the catheter was sent later. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr single lumen groshong catheter was returned for evaluation. An initial visual observation revealed a split in the catheter near the 50 cm depth marking. A microscopic observation of the split revealed the edges of the split were rough and uneven with a granular surface texture. Additional damage was observed on the inner wall of the catheter with a distinct pattern similar to the pattern of the coils of the stiffening stylet. These findings suggest that the split likely resulted from interactions between the inner catheter wall and the stylet, such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.